Manufacturer narrative:
The customer reported a corneal burn occurred. The same system and handpiece were used to complete the procedure. A questionnaire was sent and returned. A company clinical analyst reviewed the file as well as the completed questionnaire and stated the following: the incident occurred upon first use of phaco during sculpting in the presence of ophthalmic viscosurgical device (ovd) in the anterior chamber. The surgeon denies hearing occlusion tone when the event transpired. In the surgeon's opinion, the following caused/contributed to the event: occlusion from ovd. The system is equipped with visual and audible warning signals to alert the user of an occlusion; however, the surgeon must recognize the signal and manually stop the ultrasound mode. The system also allows the surgeon to modulate ultrasound energy. Because friction is the dominant variable for generating heat, continuous longitudinal ultrasound is the least desirable option. Delivering pulses or bursts of ultrasound energy can reduce total energy, as can increasing of time by lowering duty cycle. Using torsional amplitude is another extremely effective method in reducing heat within the incision. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory, abstract: preventing corneal burns during phacoemulsification, march 2010, vol.7 no. 1:23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The root cause could not be determined conclusively. (B)(4).

Event description:
A nurse reported that a patient experienced a corneal burn during the phacoemulsification portion of cataract procedure. The same system and hand piece were used to complete the procedure. A returned questionaire provided that sutures were placed as the corneal burn resulted in wound gape and leakage and the patient may have a resulting astigmatism. The physician stated that he was unsure of the cause of the corneal burns as the procedure was a routine case.